Event description:
During an incident on an unknown day involving a patient complaining of chest and head pain and had difficulty breathing, this defribillator was being used with monitoring electrodes to monitor the patient and it just shut off after 3 minutes. The patient was put on spinal backboard, oxygen was administered, cardiac monitoring was established an IV was setup and the patient was admitted into a hospital. The customer stated a new fully charged battery was used. The unit didn't give any prompts or error messages. No attempt to defibrillate the patient was made during the incident. A complete printout was made and the customer said the rhythms were not correct.